Event description:
The patient contacted animas on (B)(6) 2012 alleging that when she awoke that morning, the screen on the pump was blank. The patient reported that she replaced the battery and when the pump was rebooting, the pump emitted a call service alarm. The patient stated that she was unable to clear the call service alarm. The patient was unable to troubleshoot the pump with customer support due to keypad unresponsiveness. The patient discontinued use of the pump and began on a backup plan. The patient reported no moisture in the pump but stated that she was at the beach yesterday while wearing the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged unresponsiveness of the pump remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powers on with functional auditory and vibratory features but the display remains blank. Visual inspection revealed a cracked battery compartment, and a battery compartment leak was observed during leak testing. The pump cover was removed and there was internal moisture observed on the pcb and internal pump components. Additional investigation could not be completed due to moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.